Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device upgrade, high thresholds was noted on rv lead. The lead was capped and replaced on (B)(6) 2017. Patient is doing well and will continue to be monitored.